Event description:
An abbott in -house investigation discovered that an error may occur when the accelerator aps generates a sample queqe or sample presentation error. When a sample queqe/sample presentation occurs, the specimens are flagged appropriately and the tubes are sent directly to an error rack. A warning is also sent to the adm middleware notifying the accelerator data manager (adm) of the sample process error. It has been determined that the current configuration settings, the adm does not act on the warning to prevent release of the generated results. Due to the error condition, some results may have been generated from a different sample rather than a sample where the test order was entered and are therefore not valid. An update to the integrated product configuration guide is necessary to provide configuration settings that will prevent release, manually or automatically, for specimens generating these errors. To date, no external customer complaints have been received for this issue.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.